Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. The pediatric patient experienced a skin reaction with itching and redness under the entire patch area, which occurred two days after the sensor had been inserted in the upper buttocks. The reaction was treated on (B)(6) 2023 with a prescription of unspecified oral antibiotics. No additional event or patient information is available.